Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-dec-2019. The most recent information was received on 20-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pains') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (b(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("haemorrhagic periods / extremely heavy periods") and dysmenorrhoea ("painful periods"). In (B)(6) 2019, the patient experienced burnout syndrome ("burnout"). In 2019, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required) and periarthritis ("capsulitis of the right shoulder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("sexual intercourse is painful"), back pain ("back pains"), headache ("headache"), fatigue ("general fatigue"), musculoskeletal pain ("intense muscle and joint pains"), insomnia ("insomnia"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), mood swings ("big mood swings"), loss of libido ("complete loss of libido"), tendon disorder ("tendinopathy"), epicondylitis ("epicondylitis") and fibromyalgia ("fibromyalgia") and was found to have blood heavy metal increased ("blood nickel levels 4 times higher than normal"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018 and total hysterectomy by vaginal route in (B)(6) 2019). Essure was removed on (B)(6) 2018. In (B)(6) 2019, the blood heavy metal increased had resolved. At the time of the report, the abdominal pain, adenomyosis, menorrhagia, dysmenorrhoea, dyspareunia, back pain, headache, fatigue, musculoskeletal pain, insomnia, memory impairment, disturbance in attention, mood swings, loss of libido, tendon disorder, epicondylitis, fibromyalgia, burnout syndrome and periarthritis outcome was unknown. The reporter considered abdominal pain, adenomyosis, back pain, blood heavy metal increased, burnout syndrome, disturbance in attention, dysmenorrhoea, dyspareunia, epicondylitis, fatigue, fibromyalgia, headache, insomnia, loss of libido, memory impairment, menorrhagia, mood swings, musculoskeletal pain, periarthritis and tendon disorder to be related to essure. The reporter commented: after removal of essure the symptoms came back even more severe, total hysterectomy was then performed. Still not feeling well enough. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test - in (B)(6) 2019: nickel level 4 times higher than normal; in (B)(6) 2019: nickel level returned to normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pains') and adenomyosis ('adenomyosis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("haemorrhagic periods / extremely heavy periods") and dysmenorrhoea ("painful periods"). In (B)(6) 2019, the patient experienced burnout syndrome ("burnout"). In 2019, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required) and periarthritis ("capsulitis of the right shoulder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("sexual intercourse is painful"), back pain ("back pains"), headache ("headache"), fatigue ("general fatigue"), musculoskeletal pain ("intense muscle and joint pains"), insomnia ("insomnia"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), mood swings ("big mood swings"), loss of libido ("complete loss of libido"), tendon disorder ("tendinopathy"), epicondylitis ("epicondylitis") and fibromyalgia ("fibromyalgia") and was found to have blood heavy metal increased ("blood nickel levels 4 times higher than normal"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018 and total hysterectomy by vaginal route in (B)(6) 2019). Essure was removed on (B)(6) 2018. In (B)(6) 2019, the blood heavy metal increased had resolved. At the time of the report, the abdominal pain, adenomyosis, menorrhagia, dysmenorrhoea, dyspareunia, back pain, headache, fatigue, musculoskeletal pain, insomnia, memory impairment, disturbance in attention, mood swings, loss of libido, tendon disorder, epicondylitis, fibromyalgia, burnout syndrome and periarthritis outcome was unknown. The reporter considered abdominal pain, adenomyosis, back pain, blood heavy metal increased, burnout syndrome, disturbance in attention, dysmenorrhoea, dyspareunia, epicondylitis, fatigue, fibromyalgia, headache, insomnia, loss of libido, memory impairment, menorrhagia, mood swings, musculoskeletal pain, periarthritis and tendon disorder to be related to essure. The reporter commented: after removal of essure the symptoms came back even more severe, total hysterectomy was then performed. Still not feeling well enough. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test - in (B)(6) 2019: nickel level 4 times higher than normal; in (B)(6) 2019: nickel level returned to normal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.